Event description:
Report received from the USA stating that the device could not secure the cutter. The device was being used during surgery. There were no injuries however it is unk if medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes. Reliability engineering evaluated the device, and the reported problem was confirmed during testing. It was concluded that components in the locking mechanism (pawls, pawl release, drive shaft, etc) were worn and would allow the cutter to release after a period of use. The condition of the locking mechanism was likely due to normal wear out from the use over time. If add'l info is received, a supplemental report will be sent. Ref: (B)(4).